Event description:
Patient was receiving peritoneal dialysis (pd). The drain cycle completed with a fill of 30cc completed. The volutrol was clamped and refilled to 40cc in preparation of the next cycle. The rn, who was also in the room witnessed the above procedure. Twenty minutes later, while reviewing the pd with another nurse, we both observed that the volutrol was empty. I immediately reached for the clamp to make sure it was closed and this was verified by us both. We observed the surroundings and floor to make sure there had been no leakage. The volutrol was refilled and as we watched, the fluid slowly began to drain from the volutrol. The tubing clamp was closed. Nephrology arrived for the morning exam. This was discussed. The decision was made to completely drain and begin a new cycle. Of note, this tubing had been used for three days and was due for change on this day.